Event description:
It was reported through clinic notes that the patient's stimulation intensity was reduced in 2014 due to findings of obstructive sleep apnea during a sleep study. The manufacturer's programming history database was reviewed. Although stimulation pulse width was decreased as indicated by the clinic notes, the patient's output current and duty cycle were slowly increased through subsequent programming appointments. No further relevant information has been received to date.